Event description:
It was reported that the vns generator was replaced due to battery depletion and a failure to program. The explanted generator was received by the manufacturer. Generator product analysis was completed. The eos message was verified in the product analysis, or pa, lab and found to be associated with pulse disablement due to the generator remaining on post-explant. The diagv initial prechange value was 2,113 o and the diagv initial post change value was 23,127 o on (B)(6) 2017. This is not considered a device failure and an expected event with the generator remaining programmed on. The pulsedisabled bit was able to be reset. The reported failure to program was not duplicated in the pa lab. Diagnostics were as expected. With the case removed and the battery still attached to the pcba, the battery measured 2.399 v, indicating a neos condition. The diagaccum consumed value estimated 93.956% of the battery had been consumed. The electrical performance of the generator in the pa lab was used to conclude that no anomalies existed and the neos condition was expected. Other than the noted events, there were no performance or other adverse conditions found with the device. The date of explant was unknown and, therefore, it could not be determined if the high impedance existed prior to vns explant surgery. No additional relevant information has been received to date.